Manufacturer narrative:
Investigation completed on a smiths medical. Warming/level 1 hotline low flow systems? Hl 90. The physical condition of the device revealed a cracked tank cover. Outdated pcb and power switch. Wear and tear and damaged enclosure, line cord and front cover. The complaint of power on was verified when switch was powered on. The connection between the pcb board and power switch caused the problem. The device was considered end of life and damaged so item scrapped and not repaired.

Event description:
Information received a smiths medical warming/level 1 hotline low flow systems ? Hl 90 will not power on. No patient adverse events reported.